Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, manufacturer observed a small dent in the front corner of the top enclosure. Potential dried liquid spots with a whitish dust-like contamination consistent with mineral deposits were observed in the iso port and on the blower housing, dry box, and in the water chamber. An unknown whitish contamination was observed on the interior side of the top enclosure. Red wire on the j9 connector showing signs of thermal activity was observed. The clip on the water chamber lid was broken and missing. An unknown contamination was observed inside the water tank. Potential hair-like particles were observed in the bottom enclosure and lower base. The clip on the water chamber lid was broken and missing. An unknown contamination was observed inside the water tank. Potential hair-like particles were observed in the bottom enclosure and lower base. A potential insect was observed on the inside of the top enclosure, inside the blower motor and on the sound abatement foam. Dust-like contamination was observed on and under the top enclosure, on and under the flip lid, in the bottom enclosure, on the dry box and in the lower base, on the right panel, in the air inlet, on the interior sides of the left and right panels, on the pca, on and under the blower cap, blower motor and blower housing, on the sound abatement foam and in the bottom enclosure. Potential degraded sound abatement foam was observed on the bottom of the blower housing. Manufacturer confirmed the presence of degraded sound abatement foam. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination are consistent with being from an external source. The following changes have been updated in this report: in box d: device avail. For eval? And date returned are updated. In box h: device eval. By mfg.? And device problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid are updated.